Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed by analysis. Final analysis found the right ventricular set screw to be stripped and with septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. No further anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) could not be implanted on (B)(6) 2025 due to the set screw having an unspecified fitting issue. The ICD was successfully replaced, and the patient remained stable.